Event description:
It was reported that bd alaris smartsite gravity set separated the following information was received by the initial reporter with the following verbatim: 2730-pc - IV tubing came detached at a y port needle-free valve

Manufacturer narrative:
E1: initial reporting facility name - providence regional medical center everett - colby campus h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed